Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf patient code e2401 captures the reportable event of patient not doing well. Imdrf impact code f2301 captures the reportable event of the physician then used a retrieval loop to pull the stent 5cm up towards the mouth. Imdrf impact code f2202 captures the reportable event of the stent was noted to have migrated and did not expand under endoscopic visualization.

Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered otw stent was implanted to treat an esophageal cancer during a stent placement procedure performed on an (B)(6) 2024. During the procedure, the stent was able to be deployed. However, post stent placement, chest xray revealed that the stent had not fully expanded. The patient was not doing well and was brought back for emergent follow up. Under endoscopic visualization, it was noted that the stent had migrated and did not expand. The physician then used a retrieval loop to pull the stent 5cm up towards the mouth. The stent remains implanted, and the physician scheduled a removal or revision of the stent on (B)(6) 2024. A wallflex partially covered esophageal stent is scheduled to be placed.